Manufacturer narrative:
Product analysis summary: the stent was not positioned between the marker bands as per specification due to severe stretching of proximal and mid stent wraps. The distal portion of the stent was stretched over the distal tip, with the remaining distal wraps bunched and overlapping. Although the stent od met specification, deformation is confirmed based on visual inspection. A kink was evident on the hypotube. No deformation was evident to the distal tip. The inner lumen patency was could not be verified with a 0.015 inch mandrel, most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely calcified lesion exhibiting 95% stenosis in the mid right coronary artery (rca). The device was inspected with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that the stent failed to cross the lesion as the vessel was very calcified. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injuries. Analysis of the returned device confirmed stent deformation and kinking on the hypotube was evident.